Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during an anterior-posterior colporrhaphy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician opened four sutures and the dart of each suture detached. Reportedly, the detached darts were retrieved from the capio device. The procedure was completed with another capio device. There were no patient complications reported as a result of this event.